Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified and moderately tortuous right coronary artery (rca). An 8mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for dilatation, however, the device failed to cross the lesion. Subsequently, the physician tried to cross the lesion by inflating the balloon at the proximal side of the rca and on an unspecified inflation at 16 atmospheres, the balloon ruptured. The device was removed intact and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).